Manufacturer narrative:
Concomitant products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 74001, lot# n240169, implanted: (B)(6) 2010, product type: adapter. Product ID: 3587a, lot# n0053510, implanted: (B)(6) 2006, product type: lead. Product ID: 37092, lot# 249360004, implanted: (B)(6) 2010, product type: accessory. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 748966, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).

Event description:
It was reported that the patient experienced abdominal discomfort with burning and "achy pain" at the pocket site of their implantable neurostimulator (ins) which began about two months ago. The patient denied any falls or trauma associated with the issue. It was recommended to the patient to contact their physician to schedule an appointment to undergo an impedance test.